Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station is not synchronizing. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name and initial reporter last name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that he station was unusable due to the med application failing to launch in kiosk mode and auto-login. Admin access was blocked because credential manager was inactive. A field service engineer performed a reimage, and the station was configured. Multiple synchronization attempts failed, even after adjusting duplex speed. Technical support was contacted, and a ticket was created. The assigned agent was initially unable to remote in. After enabling credential manager, the station became functional but still couldn¿t sync. Another reimage and preventative inspection were performed, confirming hardware functionality. Delays occurred due to the station being relocated to the pharmacy. Multiple synchronization attempts failed again. Firewall was disabled, and a database rebuild was attempted with support. The agent advised involving site it. Remote access was eventually successful, but the repair remained incomplete. After further inspection and coordination with the agent and customer, the issue was identified as known and resolved. No additional repairs were needed. Final preventative inspection confirmed hardware functionality. The system functioned as intended after the fse repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station was not synchronizing. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.